Event description:
Ambulance personnel were attending to a pt in cardiac arrest. External pacing was attempted however allegedly the pacer would not start. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.